Event description:
A report was received that stimulation was not adequately covering the patients pain. Physician assessed that the lead had migrated. Patient underwent a revision procedure to place an additional lead to improve pain coverage. Patient is doing well post operatively.